Event description:
Patient was revised to address a metal sensitivity.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
(B)(6) reports that the patient was revised to address a metal sensitivity. Doi: (B)(6) 2008, dor: (B)(6) 2013 (left hip) the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) has been re-opened under (B)(4) due to receipt of pinnacle litigation record. Litigation alleged friction and wear caused toxic cobalt chromium metal debris and particle released into plaintiff's body. As a result she began experiencing pain, discomfort, and injury. Plaintiff was revised as a result of implant's failure and metallosis.